Manufacturer narrative:
The device is not available for evaluation and investigation. Without the actual sample or a lot number, a complete analysis cannot be conducted. Although requested, additional info was not received for this complaint. A review of lot history or device history records could not be conducted as no lot number was provided. No determination can be made as to what occurred as the device was discarded and the lot number was not available. If additional info becomes available in the future, we will reopen this complaint.

Event description:
The pt called the hotline on (b(6) 2010 believing that she was having a toxic reaction to the medication in the pump saying that she had tinnitus. The pt had a nerve block on (B)(6) 2010 for ankle surgery. Hotline recommended that she clamp the tubing and call the anesthesiologist. The pt did not want to clamp the tubing until she spoke with the physician. The anesthesiologist told the pt to remove the pump, which was almost empty. Follow-up with the anesthesiologist indicated that he thought the pt's symptoms were related to the infusion. He did not know if the catheter had migrated over time or if her metabolism was a factor. Pump has already been disposed at pt's home.